Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the insertion tube coating and the connecting tube has coating peeling off, (1mm2 or more). Based on historical data, the reportable malfunction probable causes are likely to be due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the insertion tube coating and the connecting tube has coating peeling off, (1mm2 or more). There was no patient involvement.